Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a pt the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.